Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that r-wave measurements had differed between what the analyzer measured, and what the device measured for the right ventricular (rv) lead. No additional information could be obtained through follow-up. The rv lead remains in use. No patient complications have been reported as a result of this event.